Event description:
New atec biopsy unit used during stereotactic biopsy. After our fellow let her foot off the biopsy pedal, it continued to take two additional unnecessary samples of area. Upon investigation, it was noted that the air hoses were kinked, causing the malfunction.